Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep repaired the temp sensor wire then booted the system multiple times. He verified the system is operating by fluoroing in low and high technique before returning it back to the customer.

Event description:
The customer reported that they were getting temperature failure errors on the c arm after boot up.